Event description:
It was reported by the customer during a laminectomy the pneumatic hose was leaking. Customer stated the pressure was kept high during the case. They changed the hose and completed the procedure. There were no adverse consequences and no medical intervention associated with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. The device evaluation confirmed a hole in the exhaust hose assembly. The hose assembly was replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.